Event description:
Three low-speed treatments were performed with a diamondback 360 orbital atherectomy device (oad) on the left circumflex artery (lcx). The patient's vessel had heavy tortuosity/angulation and the degree of calcium was 180-270 degrees. Angiographic imaging revealed a driveshaft fracture proximal to the crown. A hikyaku guide extension catheter and micro-snare were used to retrieve the driveshaft fragment. In the opinion of the physician, the patient's anatomy was a significant contributor to the oad driveshaft fracture. The oad was replaced and the procedure was completed. The patient was in stable condition at the time of the report.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).